Event description:
Information reported to mc3 indicated, on (B)(6) 2023, after 72 hours use of a nautilus oxygenator it was reported that the water to heat exchange appeared to be obstructed. The water lines were reversed and the heater cooler was tested. It was reported that the obstruction seemed to be coming from the oxygenator. The oxygenator was exchanged to complete the procedure. There were no adverse patient effects. Information reported in medwatch 2200710000-2023-8032, confirmed to be the same event, indicated "the patient's temperature was not adversely affected so we did not initially change out the oxygenator".

Manufacturer narrative:
The device has been returned for analysis. The water path restriction within the heat exchanger capillaries was confirmed. Increased water path restriction reduces the water flow rate supplied by the heater cooler device through the heat exchanger.